Manufacturer narrative:
The report that the returned lead was replaced due to impedance issue was confirmed. Analysis of lead a found it had one broken wire. The fractured wire is consistent with an overstress condition or sudden event (such as a fall) the lead was subjected to while still in vivo. The report stated that the patient disclosed that they do fall very often, almost daily.

Event description:
Related manufacturer reference number: 3006705815-2023-03355, 3006705815-2023-03357. It was reported that the patients ipg had reached its end of service. During intraoperative testing both leads showed high impedances. Surgical intervention was undertaken on (B)(6) 2023, where the ipg and leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.